Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the shunt sensors were giving inaccurate readings, causing the perfusionist to adjust blood gases incorrectly. The problem was noted on 2 separate occasions; however, the event information was only provided for one occurrence. There was no pt injury. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).